Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl; cause of bg not known. The customer went to the emergency room (ER) was treated with intravenous fluids to address the bg, however the customer could not recall what fluid they were given. Customer was discharged from the ER later the same day with the issue resolved and no permanent damage. Tandem technical support (tts) offered to complete a system check, however, customer declined to complete the check. Recommendation was made to consult with a healthcare provider regarding diabetes management.